Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). The 12-month trend data showed variable impedance values between 81 ohms and 127 ohms. Technical services (ts) recommended a more thorough examination of the lead, including a review of the alert cut-off. The issue will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.